Event description:
This lead was implanted on (B)(6)2010. I looked at all electrical parameters and only thresholds seem to be high. However, this observation is true for all implanted leads and might be related to patient's condition. To clarify if all egm channels are free of noise. No further information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).